Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient expereinced erosion, pain, hardening, need for surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.